Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not powering up. Analysis of system log file confirmed the reported issue. During the issue, customer found the host pc and dsm 5 (dual switch module) on the m cabinet control module has no power and customer replaced the fuse f22 in the dsm 5. Again, the issue occurred, and customer found flex vision pc and the x12 on the b cabinet power distribution unit has no power and repaired the flexvision pc. To resolve the issue with the power distribution units, fse replaced the dsm 5 in the m cabinet power distribution unit and checked the electrical safety and system operation. The replaced part was returned to philips for further analysis and the cause of the pdu dual switch module failure could not be conclusively determined by the supplier's part analysis as many fuses have been taken out from the pdu board. Following the replacement of the dsm, the system was returned to use in good working order. The codes were updated based on the investigation outcome.